Event description:
The customer observed falsely depressed potassium, sodium and chloride results generated on the architect c4000 instrument for four patients. The results were not released. The following data was provided (reference ranges in mmol/l: k 3.5-5.0 / na 135-146 / cl 96-112): sid (B)(6). Initial potassium result 2.2 mmol/l, repeated 3.5 mmol/l; initial chloride 74 mmol/l, repeated 120 mmol/l. Sid (B)(6). Initial sodium 103 mmol/l, repeated 139 mmol/l; sid (B)(6). Potassium result 2.5 mmol/l, repeated 4.4 mmol/l; initial chloride 59 mmol/l, repeated 104 mmol/l sid (B)(6). Initial sodium 114 mmol/l, repeated 135 mmol/l; no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service performed extensive troubleshooting in an attempt to resolve the issue. During that troubleshooting service observed the that during the wash cycle, the pump, probe wash, bellows type (rohs) have irregular movements on the ¿up¿ movements. Service replaced the pump, probe wash, bellows type (rohs) and deemed the part the cause for the discrepant ict results. The module function was verified with a control run. The architect c4000 system service and support manual contained adequate information for troubleshooting the issue. A review of the (B)(6) service history, revealed no additional issues of discrepant ict results related to the pump, probe wash, bellows type (rohs) reported on the architect (B)(6) post service intervention for the current ticket. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.